Manufacturer narrative:
Analysis found the atrial output connector was broken. It was noted the device was functionally ok. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the blue atrial socket was broken. The external pulse generator was returned for repair. No patient complications have been reported as a result of this event.